Manufacturer narrative:
The spring that secures the door gate was broken (component failure). An engineering change on the spring was performed to prevent the spring failure. Moreover, the verification of the integrity of the spring is part of the preventative maintenance of the gate. This product was inspected and repaired by a bhm medical technician. All similar products were inspected by a bhm medical technician and these actions were recorded. It is recommended the customer do maintenance of his products as specified in the user manual: (B) (4).

Event description:
The facility reports during a patient transfer from bedroom to bathroom, which requires going from the mobile rail portion of the track system to the fixed rail portion of the track system; the lift almost fell off at the track junction (gate location), because of a gate malfunction. The gate was open even if the rails (mobile and fixed) were not in alignment. No injuries were reported. (B) (4).